Event description:
On (B)(6) 2007, this pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore tag thoracic endoprosthesis. On (B)(6) 2010, the pt underwent a reintervention with gore tag thoracic endoprosthesis to treat a distal type 1 endoleak with aneurysm enlargement of approx 2cm. A gore tag thoracic endoprosthesis was implanted distally to extend coverage. The pt tolerated the procedure and the endoleak was resolved. The field sales associate stated the pt presented at the physician's office on (B)(6) 2010 with back pain and the procedure was scheduled for the next day. The physician had originally detected the type I endoleak at the pt's six month f/u appt on (B)(6) 2008, the aneurysm measured 7.4 cm. The pt refused treatment at that time.

Manufacturer narrative:
Method: a review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. Conclusions: endoleak. Add'l devices related to this event are: tg4020/04708520. The gore tag thoracic endoprosthesis instructions for use (IFU), states: potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: endoleak, hypotension or hypertension. Additionally, the IFU under pt counseling info, states the following: physicians must advise all pts that it is important to seek prompt medical attention if he/she experiences signs of device occlusion, aneurysm enlargement or rupture. Aneurysm rupture may be asymptomatic, but usually presents as pain, numbness, weakness in the legs, any back, chest, abdominal, or groin pain, dizziness, fainting, rapid heartbeat, or sudden weakness.